Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the patient seems to have an allergic reaction to the implant material.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: patient had allergic reaction design wrong raw material or manufacturing agent selected. In-process cleaning not effective at removing manufacturing residuals. Not enough strict controls placed on raw material source and purity process. Contamination during manufacturing process. N-process cleaning not performed to spec application. Contamination of instruments. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the patient seems to have an allergic reaction to the implant material.